Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. It was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motor position encoder error alarm in the alarm history noted. The device was also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and motor position encoder error during prime. Blood glucose value was 288 mg/dl. They confirmed that the device was not dropped or exposed to a magnetic field and the drive support cap appeared normal. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.